Manufacturer narrative:
Corrected information for supplemental medwatch report 001 --. Section d9, date returned to mfg, of the initial medwatch report stated: 10/10/2025. Section d9, date returned to mfg, of the initial medwatch report should have stated: 10/20/2025. New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. Ventec performed an internal evaluation of the device and observed contamination in the blower, however, this did not cause any observable performance issues with the device during testing. As a precaution, ventec replaced the blower. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was "not blowing enough air.". There were no reports of patient involvement associated with the reported event. Ventec has made multiple attempts to contact the initial reporter in an effort to obtain clarification and additional information about the event, however, no response has been received.